Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's grandmother reported that her grandchild sought medical attention at the emergency room (ER) on (B)(6) 2025, due to high blood glucose (bg) levels (560 mg/dl). The ER visit lasted 6 hours, and the patient was given insulin shots, reducing glucose levels to 367 mg/dl. The pod's pink slide moved forward, the cannula was inserted correctly, and there was no redness, swelling, or insulin leakage at the pod site. However, the cannula appeared bent upon removal on (B)(6) 2025. The pod was worn between 24 and 36 hours on the leg.